Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a mitraclip procedure, before use, the minus cable broke on the steerable guide catheter (sgc). The minus knob was turned approximately one-half turn, when it was noted that the cable broke and there was a loss of tip deflection. The device was not used and was replaced. Two clips were implanted and functional mitral regurgitation (mr) was reduced from grade 3-4 to grade 1-2. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported cable break and mechanical issue of steerable guide catheter unable to curve guide were confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the mechanical issue was due to the cable break; however, a definitive cause for the cable break could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, new information was received that confirms the cable break occurred during device preparation. There was no patient involvement. No additional information was provided.